Manufacturer narrative:
(B)(4). This is a report of a system error 2240 that was caused by a use error, further described as the patient line clamp remained closed during the priming stage of therapy. The patient then connected to the homechoice and attempted to initiate therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient received a system error 2240 (air in line) alarm on the homechoice device. At the time of the alarm, the patient was connected for their initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient line clamp was still closed when therapy was initiated. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.